Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain"), device expulsion ("essure coils had migrated and had embedded in her uterus") and embedded device ("essure coils had migrated and had embedded in her uterus") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain female and laparoscopy (due to pelvic pain) in 2007. Concurrent conditions included pelvic pain female. Concomitant products included calcium d3 (calcium vit d), fluvastatin, loratadine, multivitamins, plain (multi vitamin), nortriptyline, omega-3 fatty acids, omeprazole and valaciclovir. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower ("pain, lower abdominal"). In october 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, 6 years 7 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), feeling abnormal ("brain fog"), arthralgia ("joint pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016 bilateral salpingectomy) and surgery on (B)(6) 2016 second surgery to remove the essure (hysterectomy)). Essure was removed on (B)(6) 2016. In 2017, the abdominal pain lower had resolved. At the time of the report, the back pain, device expulsion, embedded device, dysmenorrhoea, alopecia, feeling abnormal, arthralgia and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, device expulsion, dysmenorrhoea, embedded device, feeling abnormal and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications. On (B)(6) 2016 she underwent bilateral salpingectomy to remove her essure device. However, during the surgery doctor discovered that essure coils had migrated and were embedded in her uterus. Doctor removed fallopian tubes but did not remove uterus because she had not consented to a hysterectomy. On (B)(6) 2016, because essure coils were embedded in her uterus, she was forced to undergo a second surgery to remove the essure device. Dates of removal: (B)(6) 2016, (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: fallopian tubes were both fully occluded ultrasound scan - in march 2016: correct essure coil placement concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporter, patient demographic information, product indication updated. Concomitant condition, concomitant drugs and new event "abdominal pain lower" added. Outcome for the events abdominal pain lower and alopecia added as recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain"), device expulsion ("essure coils had migrated and had embedded in her uterus") and embedded device ("essure coils had migrated and had embedded in her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), arthralgia ("joint pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016 bilateral salpingectomy), and surgery (on (B)(6) 2016 second surgery to remove the essure (hysterectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, device expulsion, embedded device, dysmenorrhoea, alopecia, feeling abnormal, arthralgia and vaginal discharge had resolved. The reporter considered alopecia, arthralgia, back pain, device expulsion, dysmenorrhoea, embedded device, feeling abnormal and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications. On (B)(6) 2016 she underwent bilateral salpingectomy to remove her essure device. However, during the surgery doctor discovered that essure coils had migrated and were embedded in her uterus. Doctor removed fallopian tubes but did not remove uterus because she had not consented to a hysterectomy. On (B)(6) 2016, because essure coils were embedded in her uterus, she was forced to undergo a second surgery to remove the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: fallopian tubes were both fully occluded. Ultrasound scan - in (B)(6) 2016: correct essure coil placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.